Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, other unspecified problems. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with two 700cc mentor memorygel breast implant prostheses experienced postoperative bilateral breast pain and suffered unspecified problems. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, the left-sided device was found to be ruptured. The patient decided not to send back the devices to mentor, and they are not available for evaluation. This report is for the right prosthesis.